Event description:
Additional information received on 06 dec 2021: on (B)(6) 2021, the patient underwent a tubing replacement for the buried bumper. The physician removed the old inner fixation plate using gastroscope with diathermy and the old peg and the intestinal tube were picked up with the gastroscope. The old stoma was sutured with endoscopic sutures and a new peg 20ch was placed along with a new intestinal tube. The patient was treated with bactrim via the gastric port.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b2, b5, d6, d9, and h3. At the time of report, it was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. At the time of report, it was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient reported that the peg tube was hard to mobilize with pain. On (B)(6) 2021 during a nurse home visit, the nurse was unable to mobilize the peg tube. On (B)(6) 2021, the nurse reported that the patient underwent an endoscopy on (B)(6) 2021 and was diagnosed with a buried bumper. At the time of report, no further information was available.